Event description:
The customer reported obtaining an erroneously low hemoglobin (hgb) result of 7.8 for one (1) patient from the coulter act 5diff cap pierce (cp). The erroneous result was reported out of the laboratory and the physician questioned the low hgb result. There was no change or affect to patient treatment in connection with this event. The customer sent the specimen to the hospital for a rerun and obtained a higher hgb result of 10.2 which was considered correct. The customer did not provide instrument printout for the low hgb result and instrument flagging could not be assessed. However, the customer provided the patient history which showed hgb results ranging between 8.4-10.0 during the period of (B)(6) 2014. The erroneously low hgb result was obtained on (B)(6) 2014 along with low red blood cell (rbc) and hematocrit (hct) results when compared to the rerun results which were considered correct. The customer indicated that the sample was drawn and placed on the rocker for 5 minutes prior to processing on the coulter act 5diff cp instrument. The customer stated that the issue occurred with only the one sample. The customer ran quality controls (qc) prior to the event and obtained results which passed within specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the probe alignment was off, and a sticking valve for hgb lyse. The fse noted that the sample results were not correlating, specifically after periods of inactivity. The fse adjusted the probe alignment and replaced the hgb lyse valve to resolve the issue. The fse verified the repair as per established procedures and results met published specifications.